Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The video controller board and software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that 9900 system had poor image quality with gray images. No pt injury was reported.